Event description:
It was reported that the customer was hospitalized due to loss of consciousness and blood glucose (bg) level of 950mg/dl; cause was unknown. Customer was treated with insulin drip to address bg level. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5, remove MDR code 4607.

Event description:
It was reported that the customer was admitted to the intensive care unit of the hospital due to loss of consciousness and blood glucose (bg) level of 950mg/dl; cause was unknown. Customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.